Event description:
The customer returned the rhino-laryngo videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chip on the adhesive of the bending section cover on the distal end was observed. The service repair technician indicated that the most likely cause of the chipped adhesive was due to stress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.